Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose was 491mg/dl at the time of the incident. The customer reported that he possibly rolled over pump overnight and now meter was saying unable to connect and send failed, could not connect to pump. The customer ate and then called has not corrected high blood glucose. The customer does not wish to troubleshoot high blood glucose at the moment. The insulin pump will not be returned for analysis.